Manufacturer narrative:
Concomitant product: 5076-52 lead, implanted: (B)(6) 2009.

Event description:
It was reported that there was high threshold and high impedance. The rv (right ventricular) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.